Event description:
Reportedly, upon the first firing, the instrument divided the colon but staples did not fire, resulting in large spillage of fecal material into the peritoneal cavity. The surgeon closed off the proximal and ascending colon as quickly as possible and then irrigated the cavity with 3 liters of saline. Another stapler was used to close off the ends of the colon. Result, colostomy. Procedure: sigmoidcolectomy diverticulitis w/pelvic abcess and colonic obstruction.